Event description:
It was reported that the doctor was performing a breast biopsy and was attempting to take the first sample when the probe made a loud grinding sound. The doctor replaced the probe and was able to obtain adequate specimens and completed the case with no pt consequence.